Event description:
It was reported "was performing a left heart cath and needed to go in and balloon/stent rca. Heavily calcified right femoral artery. Had difficulty placing terumo glidecath sheath. Decided to use 6f 24cm saf. Had trouble but placed it and went up with a couple of guide catheters through it. Tried ballooning but could not stent the lesion. When attempting to remove saf, they encountered difficulty and the sheath broke and uncoiled. Had to send patient to surgery for safe removal." Additional information reports, "patient was taken to or for right groin femoral artery exploration with removal of foreign body and primary closure femoral artery." The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of sheath body separation was able to be confirmed by the photo as it revealed that the sheath body had unraveled and separated midway down the body. Although the damage is confirmed, a complete visual inspection to evaluate the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified to suggest a manufacturing issue. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in removing guidewire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary. Remove sheath slowly, pulling it parallel to skin. As sheath exits site, apply pressure with dressing impermeable to air." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "was performing a left heart cath and needed to go in and balloon/stent rca. Heavily calcified right femoral artery. Had difficulty placing terumo glidecath sheath. Decided to use 6f 24cm saf. Had trouble but placed it and went up with a couple of guide catheters through it. Tried ballooning but could not stent the lesion. When attempting to remove saf, they encountered difficulty and the sheath broke and uncoiled. Had to send patient to surgery for safe removal." Additional information reports, "patient was taken to or for right groin femoral artery exploration with removal of foreign body and primary closure femoral artery." The patient's current condition is reported as "fine".